Manufacturer narrative:
E:(B)(6), japan, phone:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer reported that the backup alarm failed alarm had occurred while the device was in use. The device continued to operate at the time of the alarm, and the patient was swapped to another ventilator without issue or harm. No medical intervention was required. A philips representative went to the customer site following the communication of the issue and could not get the alarm to reoccur. The device was collected by the philips representative to be brought into a repair center for further evaluation by an authorized service provider (asp). On 27apr2025, the asp evaluated the device and checked the event log. The asp confirmed the previous occurrence of the backup alarm failed alarm was present in the event log. The asp could not reproduce the alarm at the service center, so the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a preventative measure. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and function test. The device will be returned to the customer fully functional and ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.